Manufacturer narrative:
E1: patient city:(B)(6) patient country:finland request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient faced an infusion set leakage event on (B)(6) 2026. The leakage occurred at the quick release. The infusion set had been in use for two days. The blood glucose level was 22.2 mmol/l, and the patient was treated with the pump. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.